Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable infusion pump. On (B)(6) 2015, 24 hours post pump replacement, the patient complained of withdrawal symptoms. The patient had increased pain and symptoms of withdrawal. The physician suspected the catheter unknowingly dripped empty of drug during surgical replacement. No priming bolus was given because the catheter was assumed full of drug. The physician assumed the therapy was delayed for a significant period until the catheter filled and therapy had resumed. Interrogation of the pump was done to confirm data entered and the presence of any alarms. No alarms were noted or reports of motor stalls. Programming was correct. The patient was given oral narcotics prescriptions. The patient was observed, no surgical intervention occurred or was planned. The issue resolved at the time of report. The patient's status was alive, no injury at the time of report. Infusion drug information, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Relevant medical history includes non-malignant pain and degenerative disc disease/herniated disc pain

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11165r06, implanted: (B)(6) 2002, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4).